Event description:
The customer reported the haptic of the +3.0 diopter aq5010v silicone three piece lens tore off during insertion. The incision was enlarged slightly to remove the lens and another same model/diopter lens was implanted. No sutures. The reporter stated the event was likely due to a loading error since they were new at loading this lens.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation code results (other) visual inspection of the returned product showed half of the optic and both haptics were torn off and missing. There was a clear surgical residue on the lens. Claim# (B)(4).